Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he would run low or out of insulin when he received the motor error alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to the history file overwritten with other alarms that were due to a corrupt history file. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, broken battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.